Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this lead was not implanted due to reported issues with high pacing impedance measurements, high pacing thresholds measurements and issues experienced with the helix mechanism. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal